Event description:
It was reported via repair work order that the stretcher was had intermittent zoom due to the load cell weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The PMA/510(k)# was previously not included in the initial MDR that was issued previous to this follow-up report. This follow-up report includes the PMA/510(k)# for the product.

Event description:
It was reported via repair work order that the stretcher was had intermittent zoom due to the load cell weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.